Event description:
It was reported the procedure was to treat a lesion in the right superficial femoral artery and popliteal artery. The 5.50x80mm supera self expanding stent was implanted. Two days post procedure the patient returned to the emergency room with no flow down the treated leg. Thrombectomy was performed and tissue plasminogen activator administered overnight. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of occlusion is listed in the supera peripheral stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.